Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level of 39 mg/dl. Customer was treated with food. Customer had high blood glucose levels of 500 mg/dl and 488 mg/dl. Customer was treated with manual injection. Customer had blood glucose level of 56 mg/dl. Customer stated that the insulin pump was over delivering. The insulin pump will not be returned for analysis.